Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. During an afternoon pd exchange, the pt noted a cloudy bag. The prior evening all bags were clear. On the same day, the pt went to the hospital, and was admitted for peritonitis. The cause of the peritonitis was unknown. The patient was treated for peritonitis with an unspecified antibiotic. Pd therapy was ongoing with no change to pd prescription during hospitalization. Two days later, the pt was discharged from the hospital. At the time of being discharged, the pt was not fully recovered, but was feeling better and still had one more doses of antibiotic to put in his dianeal bag that afternoon. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.